Event description:
The reporter stated that she received a letter from her pharmacy stating that her freestyle liber 3 is not reading adequately, its reading low and is recalled. She experienced an adverse event on (B)(6) 2025 after the device stated that her blood sugar was low. She consumed some fruits but the device keep stating low blood sugar. She went to the emergency room where it was determined that her blood sugar is high in the 400. She also has problems with additional two sensors that stopped working after three (3) days of use. One of the devices was so bad that she could not get it out of her body and she experienced pain and burning. Pt codes: 1905, 1994, 2146. Device codes: 2460, 1420. Ref reports: mw5181086, mw5181087.